Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user reported sudden hearing loss with the affected device following a head impact on (B)(6) 2025. The user underwent reimplantation.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
The user reported sudden hearing loss with the left ci following a head impact on (B)(6) 2025.